Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. Post market vigilance (pmv) led a photographic evaluation of one device. The visual inspection of the returned photo noted a cut in the seal. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Based on the evidence available the reported condition of seal damaged was confirmed. The root cause of the observed condition was determined to be due to unintended use error. Replication of the cut in the circular seals may occur when mishandled during clinical application. IFU states: "use special care when introducing or removing sharp-edged or sharp-angled endoscopic instruments to minimize the potential of inadvertent damage to the seal". If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following lab evaluation, a slight tear was found at the proximal seal of the port. There was no damage observed at the beginning of the evaluation when the packaging of the port was first opened. There was no patient involvement.